Manufacturer narrative:
Hamilton medical ags reference: (B)(4); hamilton medical ags conclusion: investigation ongoing.

Event description:
Hamilton medial ag received the following complaint description (summary): it was reported that hamilton medical ag became aware on 06 february 2026 of an event involving a hamilton-c6 ventilator that had been used on a patient on (B)(6) 2025. It was reported that the device display went black and the unit restarted while the patient was ventilated in simv plus mode. At the time of the initial report, no patient harm, no therapy delay and no medical intervention were communicated. Further information was received on 26 february 2026, indicating that the display blackout required manual ventilation with a resuscitation bag and that the ventilator was subsequently replaced. This information confirms that an interruption of therapy occurred. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. Investigation to verify the allegation is still in progress.